Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified distal left circumflex artery. The 10mmx2.00mm wolverine cutting balloon was advanced for predilitation. On the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.